Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The health care professional (hcp) called technical services (ts) for programming assistance. It was noted that the rv lead is a non-(B)(6) lead. Ts provided programming recommendations. No adverse patient effects were reported. This non-(B)(6) rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).